Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The contact reported that the customer had to press the pump features several times in order for the feature to be access. Reportedly, the customer's blood glucose (bg) level was impacted due to this issue; however, a specific bg value was unable to be provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.